Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch; during functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition corrosion was found at the min hand activation dome. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure the pre run test of the device does not pass, tried another handpiece same issue. Another device like device was used to complete the case. No patient consequences.